Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to test for low reservoir anomaly (reservoir icon anomaly), audio/vibrate anomaly/absence of alarm, and prime/fill anomaly due to critical pump error (open book image) alarm. Per freger, mark ¿ r&d engineer open-book was generated due to 3 sequential pump error 63 caused by lcd test failure - suspecting the hw. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, and force sensor. The motor had moisture damage. Unable to test for low reservoir anomaly (reservoir icon anomaly), audio/vibrate anomaly/absence of alarm and prime/fill anomaly due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched case, cracked battery tube threads, cracked case battery tube side, and pillowing keypad overlay. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses delivered on the event date 01-jun-2024 in the pump history file. (B)(6) 2024 03:11:17.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 26000 (2.6 u) bolusamountdelivered: 26000 (2.6 u) (B)(6) 2024 05:48:43.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 31000 (3.1 u) bolusamountdelivered: 31000 (3.1 u) there were no autosuspend (12) alarm noted on the event date 01-jun-2024 in the pump history file. Please see below for the usersuspended (2) alarm listed on the event date 01-jun-2024 in the pump history file. (B)(6) 2024 16:01:52.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-jun-2024 in the pump history file. (B)(6) 2024 11:06:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lostsensor1alert (780) - unknown. Unable to perform the functional test due to critical pump error (open book image) alarm. Unable to confirm alleged low bgs. Critical pump error (open book image) alarm confirmed due to a pump error 63 alarms. Pump error 63 alarms (confirmed) due to corrosion on the electronic assembly. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Unable to upload/download confirmed. Unable to test for low reservoir anomaly (reservoir icon anomaly), audio/vibrate anomaly/absence of alarm, and prime/fill anomaly due to critical pump error (open book image) alarm. Low reservoir anomaly (reservoir icon anomaly) unknown. Audio/vibrate anomaly/absence of alarm (reservoir icon anomaly) unknown. Prime/fill anomaly unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, low reservoir anomaly, audio/vibrate anomaly/absence of alarm. The customer reported blood glucose value of 33 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with ems/ambulance/ER visit, glucagon. The event involved product(s) mmt-7040a, mmt-332a, mmt-243a, mmt-1884. Troubleshooting was performed. Customer reported that pump did not alert low reservoir as expected. The units remaining in reservoir were not greater than the programmed low reservoir settings, however the pump passed displacement testing. Customer reported receiving a rewind request after an alarm or being unable to exit load reservoir process. Customer completed rewind and load reservoir process successfully. Customer reported low bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-243a. Mmt-1884 was requested and customer response was the device will be returned.